Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient began treatment with dianeal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. During a call the following was reported. On an unreported date, the patient had break in aseptic technique. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by hazy drain and abdominal pain. Treatment was not reported. Outcome for the event of peritonitis was not reported. Additional information was received from the local baxter affiliate on (B)(6) 2012. Retraining on aseptic technique was performed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Additional information: additional information regarding the tests performed on the patient and concomitant products involved in the situation was received from a nurse.

Manufacturer narrative:
(B)(4). Further information was received from the consumer. The patient still had hazy drain but no more abdominal pain or fever. On (B)(6) 2012, the patient stopped treatment with unspecified antibiotics.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.